Event description:
Customer reported that during a fluoroscopy retrograde, the sys would continue to x-ray upon release of the x-ray button. He said, the sys was not producing live fluoro, but the beeping and the x-ray light continued to indicate x-ray in progress. Fast stop switch had no affect in stopping the beeping / light. Sys had to be shutdown. No reported injury to pt.

Manufacturer narrative:
Gehc service personnel inspected and operating properly. Removed and replaced sbc, hard drive, and fluoro function board. Verified system boot 7 times error free. Produced 20 fluoro shots without error. Changed collimator setting to home position; system boots with collimator in open position. Removed and replace collimator. Performed collimator calibration and beam alignment. Collimator leaves open/close on command. Adjust c-arm rear brakes upon request. Overall system functional checked and operating as intended.